Event description:
It was reported that balloon rupture and removal difficulties were encountered. The 90 percent stenosed target lesion with a bend of less than 90 degrees was located in a mildly tortuous and mildly calcified left autogenous arteriovenous endovascular fistula. The position of the stenosis section was confirmed under b ultrasound. A 4.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. The balloon was introduced through the guide wire and prepared for dilation, and the physician then gave pressure of 18 atmospheres (atm) each time to the stenosis section for three times. However, during the third inflation at 20 atm for 30 seconds, the balloon ruptured horizontally. The physician tried to remove the balloon with difficulty from the proximal radial artery of forearm. Eventually, the device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable.

Event description:
It was reported that balloon rupture and removal difficulties were encountered. The 90 percent stenosed target lesion with a bend of less than 90 degrees was located in a mildly tortuous and mildly calcified left autogenous arteriovenous endovascular fistula. The position of the stenosis section was confirmed under b ultrasound. A 4.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. The balloon was introduced through the guide wire and prepared for dilation, and the physician then gave pressure of 18 atmospheres (atm) each time to the stenosis section for three times. However, during the third inflation at 20 atm for 30 seconds, the balloon ruptured horizontally. The physician tried to remove the balloon with difficulty from the proximal radial artery of forearm. Eventually, the device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 20mm proximal of the distal tip. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.